Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon review, chest x-ray imaging showed that the left ventricular lead was dislodged. The lead was explanted. The patient condition was stable throughout procedure.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual examination found no anomalies.